Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was not made available to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is therefore based on information received from the customer, and our knowledge of the product. Results: from the information received, it appears that the temperature probe port at the chamber end of the complaint rt340 circuit was broken, and for this reason the probe became disconnected, and created a leak in the breathing system. The leak was detected by the ventilator, and the ventilator alarmed to notify nursing staff, who then manually bagged the patient while the breathing circuit was replaced. A lot check revealed no other complaints for lot number 111207. Conclusion: the customer has informed us that they were able to set up the temperature probe correctly, and that they used the circuit for five days without any problem. This indicates that the damage to the probe port occurred during use. However, without the device or a photograph of the device, we are unable to determine the cause of the damage. Please also note that this is the only complaint of this nature that we have received.

Event description:
A hospital in (B)(6) reported that a patient on a setup involving an evita xl ventilator and an rt340 adult breathing circuit needed to be manually ventilated when the chamber probe was found disconnected from the breathing circuit. This occurred after five days of use. Normal therapy resumed, once the circuit was replaced, and the patient stabilised. There was no patient consequence as a result of this incident.